Manufacturer narrative:
Results: the lantern was kinked approximately 127.5 and 133.5 cm from the hub. Conclusions: evaluation of the returned device revealed that the lantern was kinked. This type of damage may have been incidental and likely occurred while packaging the device for return to penumbra. There was no reported damage in the complaint description of the lantern. Further evaluation of the returned device revealed that a demonstration pc400 was able to be advanced through the hub of the returned lantern. However, resistance was encountered as the embolization coil met the proximal kink in the lantern and the pc400 could not be advanced any further. The root cause of the initial inability to advance a pc400 through the hub of the lantern could not be determined. Penumbra coils and catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using a lantern delivery microcatheter (lantern). During the procedure, the physician was unable to advance a pc400 through the hub of the lantern, and therefore the pc400 was removed and rinsed with saline. The physician then re-attempted to advance the pc400, however the same resistance was experienced. The physician therefore removed the pc400 and the lantern, and then inserted a new lantern. The procedure was then completed using the new lantern, the same pc400, and four additional pc400s. There was no report of an adverse effect to the patient.